Manufacturer narrative:
On (B)(6) 2018 immucor technical support used a remote electronic connection method to assess event and the camera report appeared optimal. No blood sample or product was returned to immucor from the customer site for immucor laboratory assessment. On (B)(6) 2018 an immucor field service engineer assessed galileo echo instrument, serial number (B)(4) and as a result adjusted residual volume from 0.12g to 0.09g and recalibrated and refocused the camera; however service ruled out an instrument related problem. Following service a second sample from the same patient reacted as expected using the same instrument and reagent lots. As such, a sample-related problem with the original sample cannot be ruled out as causing the initial reported problem. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported that they received unexpected (B)(6) on capture-r ready ID lot id360 (expiry july 24, 2018) on echo serial number (B)(4), when tested on (B)(6) 2018.